Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A pharmacist reported that two ophthalmic surgical knives are dull during cataract surgery. The surgery was completed on the same day. The patient impact was not reported. This complaint is pertaining the second of sixteen reports received from the initial reporter.

Manufacturer narrative:
One opened side port knife with exposed blade, was received for the report of dull knives. Sample was visually inspected and found to be nonconforming. Sample blades had bent tip and damaged cutting edge. Penetration testing could not be performed due to the damage of the samples. The returned opened sample was found to be functionally nonconforming, therefore the blunt knife was confirmed and the root cause of the dull blade is the electropolishing process in the cutting instruments manufacturing process. A nonconformance investigation was completed to investigate the trend identified for dull cutting instruments and the root cause of the nonconforming penetration value of the cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.